Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04156. It was reported the pt was experiencing a burning sensation at the ipg pocket site, including while charging the ipg. A replacement charging system was sent to the pt. It was reported the pt was instructed to call with further concerns, and the pt had not been in contact with the sjm rep.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.